Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. A technical support representative instructed the customer to clean the speaker holes and reconnect the cartridge, after which insulin delivery was successfully resumed. The alarm did not recur, and the pump resumed normal operation. The customer received tips for preventing future altitude alarms.